Manufacturer narrative:
A review of the alinity serial (B)(4) service history was performed and found no contributing factors on or around the date of the complaint; no subsequent tickets related to erratic or discrepant alinity stat high sensitive troponin-I results have been documented. A review of tracking and trending data in the alinity I/architect ia product monitoring review found no similar issues as described in this complaint. An additional review of similar complaints related to falsely elevated alinity stat high sensitive troponin-I results on the alinity I found no other complaints. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the alinity I processing module was identified. Section a. Patient information: no patient information was provided by the customer.

Event description:
The customer reported a falsely elevated alinity I high sensitive troponin-I result. The sample generated an initial result of 115.9 ng/l and retest of 18.2 ng/l. The customer indicated they use a normal range of 0 to 26.2 ng/l. No impact to patient management was reported.